Event description:
A device was implanted, details not indicated. On 2/11/97 the device was removed from the pt and a malleable device implanted, reason was not indicated. Co has requested additional info.